Event description:
It was reported that this right ventricular got dislodged and exhibited high capture threshold. It was also noted that this was caused due to twiddler syndrome. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.